Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a thr surgery, the handle strike of a r3 straight shell impactor broke. Incident occurred while instruments were outside the patient. Surgery was completed, without any delay, with a sn back-up device. No harm to the patient or any further complications reported.

Manufacturer narrative:
G3, h2, h3, and h6: the associated device, used in treatment, was returned and evaluated a visual inspection of the returned r3 straight shell impactor confirms the top of the device is broken off. The broken piece was returned with the device. This device also shows extensive wear usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.